Event description:
Caller reported an issue with a continuous glucose monitor (cgm) error. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support for a pump reset, and after the reset, the cgm error code did not appear again, allowing the customer to successfully start their sensor session.